Manufacturer narrative:
Evaluation of the procedure recordings showed that the location board was possibly placed in the wrong direction (reversed head/feet alignment). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A field service visit was completed an a system check was performed. Preventative maintenance and a system accuracy check was performed and there were no issues found with the system. The procedure recordings were pulled and under currently under evaluation as well. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they were not able to complete the registration. They replaced the locatable guide and had the same issue. They selected done in registration and continued and it showed in a completely different location in the lung. They restarted the system and the physician clean out the airways and encountered the same issue. They checked all the connections and everything was plugged in correctly. The physician cancelled the procedure and the patient was under general anesthesia. Out of an abundance of caution, superdimension is filing this MDR due to the additional risk associated with multiple exposures to general anesthesia.